Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery or motor error alarms noted.

Event description:
Customer reported that he had some issues with the insulin pump. Customer stated that the insulin pump was under and over delivering. Customer stated that he programmed 11 units and the insulin pump only delivered 1.8 units, and if he press the button to fast it delivered more insulin then it suppose to. Customer also stated that the insulin pump was constantly alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.